Manufacturer narrative:
A1-a5 patient information was not provided. H11: livanova deutschland manufactures the s5 system. The event occurred in india. The motor controller pcb has been replaced, and the unit is currently under observation. If any additional information is received, a follow up report will be submitted.

Event description:
Livanova deutschland received a report regarding an s5 heart-lung-machine that showed a motor controller failure error. The issue occurred during priming. There is no report of any patient injury.

Manufacturer narrative:
H11: through follow-up communications, it was confirmed that the error message was a motor control failure (e442) which indicates that the speed set value is different to the actual value. A device service history review has been performed and identified that no other similar event has been reported since unit installation, neither concerning trend has been identified. Based on the investigation findings, the root cause of the reported failure has been assigned to an electrical failure of the motor controller (hms) board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.